Manufacturer narrative:
The reported issue of dim segments was confirmed on 42 out of 45 returned boards. Physical inspection noted each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 42 out of 45 returned lvp display board assemblies with dim segments. Pcb s/ns (B)(4) were observed with no dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 06/23/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/30/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only a dim segment was provided for investigation.

Event description:
It was reported the (50) display boards need to be replaced due to dim segments. There was no patient involvement.